Event description:
It was reported that the patient with this right atrial (ra) lead experienced pocket stimulation. Boston scientific technical services (ts) assessed device data and showed noise that appears to be consistent with lead on lead abrasion. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).